Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this pacemaker system detected high out of range right atrial (ra) pacing impedances of greater than 2500 ohms. It was noted the ra impedance abruptly jumped from around 580 ohms to greater than 2500 ohms, and stayed out of range. The device was reprogrammed to provide pacing support only in the ventricle, so no ra pacing impedance measurements have been recorded since the device was reprogrammed. The ra threshold was 5v in both unipolar and bipolar, but sensing was normal. The pacemaker had normal looking histograms. It was noted this patient will undergo a lead revision in the future. The procedure, however; has not yet been scheduled. At this time, this ra lead remains in service and there were no adverse patient effects reported.

Event description:
Additional information was received that the cause for the high out of range right atrial (ra) pacing impedances remains undetermined. This patient has been scheduled for a device and lead replacement/revision procedure within the near future. At this time, this ra lead remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this right atrial (ra) lead was surgically abandoned and replaced due to high thresholds, high pacing impedances and noise. The exact cause for the clinical observations was not specified. No additional adverse patient effects were reported.